Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return. Product

Event description:
Caller indicated the relion confirm meter was giving low results. Caller stated that she overdosed on her medication due to a low reading. At 8 am on (B)(6) customer took a reading which resulted in lo and took 25 units of medication; insulin 70/30 and took a gernex. About 45 minutes later the meter still read lo. The customer took 15 more units of 70/30, drank dr. (B)(6) and meter read lo again. Based on common sense, customer felt something was wrong with the meter. Customer broke out in sweat and started to feel faint due to too much medication. She took sugar syrup and waited 30 minutes and things started to get back to normal, but the meter still read lo. Controls not used. Replacing product.